Manufacturer narrative:
Coronary compression. Device not returned.

Event description:
It was reported that the device was explanted due to coronary compression. The implant duration is unknown; therefore, the aware date is being used as the occurrence date. No further details were provided. Information learned from implant patient registry.